Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis. A partial lead with the distal tip measuring 49.0cm was returned for analysis. External insulation abrasion was noted at 7.4-7.5cm and 8.2-9.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 18.6-18.7cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 18.4-18.5cm from the distal tip. The etfe coating was abraded at this location. The etfe coating was abraded at 17.9-18.7cm from the distal tip.(B)(4).